Event description:
Post-operative wound infection. ? Stitch abscess. No cultures done. Wound cleansed in office. No adverse outcome to pt. Not the actual stitch available for eval but rptr has sutures from this lot.